Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Event description: "(B)(6) 2018" in initial MDR should be "(B)(6) 2018"; "the lens was explanted and exchanged" should be changed to "the lens was exhanged" in follow-up MDR #1.

Manufacturer narrative:
The lens was explanted and exchanged on (B)(6) 2019 for a different model but same length lens. The exchange resolved the problem. The cause of the event was unknown. Patient code: 3191 - secondary surgical intervention, lens exchanged. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+2.0/077 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens had low vaulting and lens rotation. The lens was repositioned but the problem was not resolved. The lens is planned to be explanted.